Event description:
It was reported that the customer's pump screen was frozen and unresponsive, preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted a pump reset without success and was provided with a replacement pump by technical support. In the meantime, the customer switched to multiple daily injections (mdi) as backup therapy until the replacement pump, featuring updated software, was received. The customer was further instructed on the necessary procedures for returning the faulty pump and preparing the new pump for use.